Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Event description:
The affiliate reported: patient with nph was implanted with prog shunt (823184 +823072) and the setting had been regularly changed and recently it was set on 200mmh20 and still there is csf over drainage. (After use on patient).